Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in rectum during a laparoscopic procedure, when performing firing after the reload was connected to the handle, the green button was pressed, and firing was unable to be performed. The surgeon replaced the handle with a new product and the original reported reload was connected, however, firing was still unable to be performed. When the reload was replaced with a new product, firing was able to be performed normally and the case was completed. There was no patient injury.